Event description:
It was reported that a patient appeared to have an allergic reaction to the implants approximately 6 weeks following a left rotator cuff repair. A post-op draining sinus was present. An I&d was performed. Some osteolysis was present around the implants and soft tissue around the repair was inflamed. Some necrosis was also seen around the implant construct. The implants were removed. All cultures were negative. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Relevant patient medical history was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but per the customer will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. A definitive cause of the complainant's event could not be determined from the information available. Based on the information provided, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use (B) (4) warns of possible foreign body and allergic-like reactions to the implant materials. Patient's sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.